Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving dilaudid 20mg/ml at 8.143 mg/day, fentanyl 300mcg/ml at 122.145 mcg/day, and bupivacaine 10mg/ml at 4.07 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. In (B)(6) 2015, the patient experienced withdrawal symptoms of nausea, vomiting, diarrhea, runny nose, sweating, hot and cold chills, aching all over and gagging. The patient thought something was wrong with her pump. On (B)(6)2015, a volume discrepancy occurred during a refill. The expected reservoir volume (erv) was 5.7ml and the actual reservoir volume (arv) was approximately 0ml, resulting in an empty pump and overinfusion. There was no prior history of volume discrepancies. The pump was replaced on (B)(6) 2015 due to upcoming elective replacement indicator (eri). However, the print out showed that eri was 8 months. The erv and arv matched at the pump replacement (35ml). Additional information has been requested regarding the cause of the event, diagnostics and troubleshooting, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) does not apply to this event. Analysis of the pump revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.